Manufacturer narrative:
A device history record (DHR) review could not be done as no lot number had been provided. The product was not returned for evaluation; consequently, no product evaluation had been performed. The lot history, trend analysis, risk analysis and directions for use review are considered acceptable, with the product performing within anticipated rates. The most probable root cause for this event is user error. Loading of the iol is essential for the performance of the injector and its cartridge. Issues during the loading process may lead to torn haptics if the loading instructions are not properly followed. No corrective action is necessary at this time.

Manufacturer narrative:
According to the reporter the product is not available for analysis as it was discarded. The investigation is ongoing.

Event description:
It was reported that during insertion of an intraocular lens (iol) into the right eye the haptic was broken. The lens was removed intraoperatively. The incision was enlarged from 2.4mm to 2.8mm in size to remove the iol. A second iol of the same model and diopter was successfully implanted. Sutures were placed as part of standard protocol.